Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2018 via physician notification letter.

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. Device history record for the m1000 was reviewed. The generator passed all specifications prior to release for distribution.

Event description:
After a generator replacement surgery for the patient, high impedance was seen with the new generator and old lead. Diagnostics were not taken on the old generator. The next day impedance was tested and was within normal limits. A test resistor was not used to test the new m1000 generator and no x-rays were taken to assess for complete pin insertion. The high impedance was confirmed to have been seen during diagnostics after the wound was closed.